Event description:
It was reported that the pt experienced seizures in her face when she woke up in the morning. The symptoms included eyes twitching, cold sweats, quiet speech, and drooling more than normally. The pt used to have full body seizures prior to being medicated. The pt had two seizures in the past week since the pump implant. The pt was scheduled to see the health care provider. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).